Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central mitral insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the ¿abnormal¿ leaflet motion of the second valve and ongoing central mitral regurgitation cannot be confirmed. Procedural factors (placement position of the valve, high position of the mitral ring) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: greenbaum, a., condado, j., eng, m., lerakis, s., wang, d., kim, d., lederman, r., paone, g., o¿neill, w., thourani, v., babaliaros, v. (2017). Long or redundant leaflet complicating transcatheter mitral valve replacement: case vignettes that advocate for removal or reduction of the anterior mitral leaflet. Wiley periodicals. Retrieved from https://www.ncbi.nlm.nih.gov/pubmed/28471059 please reference related manufacturer report no: 2015691-2017- 01380.

Event description:
As reported by an edwards field clinical specialist (fcs), during a valve in mitral ring (sapien 3 valve in a model 4400 edwards classic mitral ring), the position of the mitral ring was known to be ¿high¿ in the atrium. It was known that multiple sapien 3 valves would be required in order to ¿build down¿ to the native annulus and have the valve function properly without restriction. As reported through an article, ¿long or redundant leaflet complicating transcatheter mitral valve replacement: case vignettes that advocate for removal or reduction of the anterior mitral leaflet.¿, immediately post deployment of a 23 mm sapien 3 valve, severe central mitral regurgitation (mr) was observed. Tee revealed ¿abnormal¿ motion of one of the sapien 3 leaflets, accompanied by cardiogenic shock. A second 23 mm sapien 3 valve was deployed within the first sapien 3 valve in an attempt to address the suspected ¿frozen leaflet¿ phenomenon. No improvement to the central mr was observed. Similar ¿abnormal¿ leaflet motion was also observed. The patient was then placed on an impella device, which stabilized the patient¿s blood pressure. Examination of the second valve by tee revealed the native anterior leaflet was overlying the medial aspect of the sapien 3 valve, altering the flow during the ventricular systole. The resulting low-pressure jet impaired the coaptation of the sapien 3 leaflets. A third 23 mm sapien 3 valve was then deployed much further apically, resulting in immediate resolution of the central mr and stabilization of the blood pressure. The patient was discharged with ¿significant¿ clinical improvement.